Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving gablofen (500 mcg/ml at 83.79 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that an empty pump alarm was occurring, and it was confirmed by a physician programmer. It was noted the patient had missed a refill. The event date was noted to be (B)(6) 2018. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). The patient¿s weight was approximately (B)(6) pounds.